Manufacturer narrative:
Additional information: h11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an large volume infusor under infused medication during infusion. The expected therapy time was 46 hours; however, it was observed that the actual infusion time was 58~60 hours. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.